Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition, the following observations were made during device evaluation: internal oxidation of the air/water compartment, dents in the insertion tube which caused leaky biopsy channel, a wrinkled insertion tube, damaged on button #1 control keys, a rusty electronic connector, orange stained image of the charged coupled device ccd, a crumbled insertion tube, perforated distal tip rubber, dented flexible tip and faceted light lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced air/water leakages at the time of the infiltration test during reprocessing. Inspection and testing of the returned device found a deformed terminal cover caused by accumulation of waste resulting reprocessing failure. There were no reports of patient harm. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained on the c-cover due to incomplete reprocessing caused by leak on the biopsy channel. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU provides the detection way in gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection. IFU provides the preventive measures in gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning, 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.